Event description:
It was reported the patient was referred for a battery replacement for unknown reason. Implant card was received and indicated that the replacement was due to ifi: yes. Explanted generator was returned for product analysis in which it was confirmed battery was at ifi: yes. The generator can was opened due to suspected contaminates on the trimmed edge of the printed circuit board assembly (pcba). Contaminates were observed, and postburn electrical test was performed. The failed magnet detection normal and magnet response tests were a result of needed software updates for the testing system in the pa lab and are not indicative of device failure. Based on the results of the postburn test, it is believed that the contamination on the pcba contributed to the supply current conditions and thus contributed to the alleged ifi: yes the device history records of the generator was reviewed, and the device passed all functional specifications prior to release. It was confirmed that all parameters passed inspection and that the trim test tab was performed during manufacturing process the generator of interest is part of the laser routing issue which could cause premature eos. No additional relevant information has been received to date.